Event description:
Note: no pt involvement. It was reported to boston scientific corporation in 2009, that a rapid exchange biliary stent was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during unpacking, the stent was found to be kinked. The site indicated that the package did not appear damaged. The procedure was completed with another rapid exchange biliary stent without complication.

Manufacturer narrative:
The device has been received from analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.